Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from (B)(6) stating the closed suction catheter leaked while in use. Additional information received on (B)(6) 2016 stated the problem was noticed as the clinicians were connecting the catheter to the patient. There was no patient injury with the incident. No further information has been provided at this time.

Manufacturer narrative:
The device history record for the reported lot number, m5096t517, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).